Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the hyperglycemia. Customer¿s blood glucose level was 500 mg/dl at the time of the incident. The customer stated that the insulin pump gives the no delivery alarm. The troubleshooting was performed for the no delivery alarm and the insulin was exited. The customer was treated with the insulin pump. The insulin pump will not be returned for analysis.